Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a malfunction. The patient presented to the physician with a recurrence of his incontinence. Urodynamic endoscopic testing was done which showed there was a dysfunction of the prosthesis. The balloon appeared to be slightly deflated on the last x-ray. A new aus cuff and balloon were implanted.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell. The damage is consistent with wear at a fold in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis identified a product malfunction and confirmed the reported mechanical issue allegation. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted. No leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted. No leaks were identified in the pump or the kink resistant tubing (krt). Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a malfunction. The patient presented to the physician with a recurrence of his incontinence. Urodynamic endoscopic testing was done which showed there was a dysfunction of the prosthesis. The balloon appeared to be slightly deflated on the last x-ray. A new aus cuff and balloon were implanted.